Event description:
The consumer alleges that she used equate antibacterial denture cleanser for the first time. She stated that the product made the bottom of her tongue sore and red. No medical attention was sought.